Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during 1st call, the neonatal intensive care unit (nicu) nurse getting low flow alert 02, flow rate (fr) was 0.5lpm. Guided to diagnostics showed that the inlet pressure (ip) was -5.4psi, circulation pump command (cpc) was 100 percentage, system hours were 9968 and pump hours were 9608. Disconnected and reconnected pads using proper technique, ensured tubing straight and unobstructed. Device was settled at 1.1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage. Advised to call back if flow rate (fr) did not stay at 1lpm. Explained how flow rate affects heater capacity. During second call, the neonatal intensive care unit (nicu) nurse called two hours before regarding low flow. They stated that during the day the pad was already changed making this the third call in total. The device was alerting low flow again. Flow rate (fr) was 0.4lpm, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Tried disconnected and reconnected (rotated connector 180). No change in value. They had already changed out the pad and there were no other arctic sun units available. Added second pad to device and left off to the side off the patient. Flow rate (fr) was went up (1.7lpm at end of call), but inlet pressure (ip) was continued to be -3 to -4psi. No further calls from this customer. Per follow up information received via phone on 30may2024, it was reported that therapy was completed on the female patient that was less than 72 hours old and weighed less than 10 pounds. They added an extra blanket to apply more pressure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the during 1st call, the neonatal intensive care unit (nicu) nurse getting low flow alert 02, flow rate (fr) was 0.5lpm. Guided to diagnostics showed that the inlet pressure (ip) was -5.4psi, circulation pump command (cpc) was 100 percentage, system hours were 9968 and pump hours were 9608. Disconnected and reconnected pads using proper technique, ensured tubing straight and unobstructed. Device was settled at 1.1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35percentage. Advised to call back if flow rate (fr) did not stay at 1lpm. Explained how flow rate affects heater capacity. During second call, the neonatal intensive care unit (nicu) nurse called two hours before regarding low flow. They stated that during the day the pad was already changed making this the third call in total. The device was alerting low flow again. Flow rate (fr) was 0.4lpm, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Tried disconnected and reconnected (rotated connector 180). No change in value. They had already changed out the pad and there were no other arctic sun units available. Added second pad to device and left off to the side off the patient. Flow rate (fr) was went up (1.7lpm at end of call), but inlet pressure (ip) was continued to be -3 to -4psi. No further calls from this customer.